Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connection issues associated to the ventricular channel were reported during the implant procedure. Clicking of the screwdriver was not obtained, but appropriate lead connection was indicated. Lead dislodgement from the heart was reported later in the day. After reopening the pocket to reposition the lead, the physician was not able to loosen the associated set-screw, because "the screwdriver didn't get any grip on the setscrew." Downward force with the screwdriver was applied to loosen the set-screw. Another pacemaker was subsequently implanted.